Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and that the pump touch screen was unresponsive. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) was "high"; although a specific value was not given. Customer address their bg with a correction bolus via pump.